Event description:
As reported by the # (B)(4): pt for emergency c-section. Anti-siphon valve on IV tubing of maintenance IV could not be disconnected, unable to bolus IV fluid. Presents potential safety issue for patient's requiring rapid IV fluid boluses.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformance of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. There are no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.